Event description:
An orsiro drug-eluting stent system was chosen for treatment. After removing the cover sheath prior to the stent delivery the nurse noticed that the stent was still inside the cover sheath and no longer on the balloon.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is still well folded and shows no signs of inflation. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The stent was returned still on the transportation wire, but outside of the protector. The stent is not deformed. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU advises the user to verify that the stent is positioned between the proximal and distal balloon markers during stent system preparation.